Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed. The controller event log file did not contain data from the date of the reported event (approximately (B)(6) 2022) due to the events being overwritten by newer data. The controller periodic log file contained data spanning approximately 1518 days (14dec2018 ¿ 08feb2023 per the timestamp). The log file captured the system controller operating a pump at the set speed without issue from the beginning of the log file through 14:02:05 on 22dec2018. The next event was captured at 7:38:22 on (B)(6) 2021 and showed the controller operating in charge mode, indicating that the controller had been exchanged sometime before 14:02:05 on (B)(6) 2022 and was being used as a backup controller. Additional information provided stated that the controller was exchanged due to backup battery fault alarms. The periodic log file did not capture the backup battery fault alarms; the periodic log file only collects data at specified time intervals rather than upon detection of an alarm or event. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a controller exchange sometime between (B)(6) 2018 at 14:02:05 and (B)(6) 2018 at 14:02:05 due to backup battery (ebb) faults that did not resolve with ebb exchange. The controller exchange resolved the issue.